Event description:
At about 3 months after the primary, the patient came in reporting pain and stiffness and the cause is unknown. The surgeon revised the femur and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 august 2022. Lot 2110068: 12 items manufactured and released on 02-dec-2021. Expiration date: 2026-nov-18. No anomalies found related to the problem. To date, 8 items of the same lot have been sold with no similar reported event during the period of review. Other component involved: gmk-sphere 02.12.0211fl tibial insert fixed sphere flex size 2/11 mm l (k140826) lot. 171040: 30 items manufactured and released on 24-may-2017. Expiration date: 2022-may-10. No anomalies found related to the problem. To date, 12 items of the same lot have been sold with no similar reported event during the period of review.